Manufacturer narrative:
(B)(6). Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm or correlate this symptom with a potential cause linked to bd process. Root cause description: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to a loose plunger.

Event description:
It was reported that ultrasafe plus x100l pr green ccl amg plunger fell out and leaked during use. The following information was provided by the initial reporter: caller (wife) stated her husband is on prolia, he went to use the injection last night (sunday (B)(6) 2020). As soon as he too the prolia injection out from the box, the plunger fell out and liquid spilt on the floor.